Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, unstable threshold range was observed after the first deployment. Recommendation for ipg repositioning was considered, however, based on low pacing rate as well as to avoid increasing the number of deployments, the device was implanted with the first deployment and the procedure completed. Approximately, one month after the leadless ipg implant, the patient visited facility for follow up evaluation. A significant increase in threshold was observed, and failure in capture. The leadless ipg output setting was reprogrammed. Based on the low pacing rate, the patient will be monitored and the leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.